Event description:
It was reported patient was experiencing ineffective therapy and a suspect fracture but not confirmed in x-ray. Surgical intervention took place where the lead was explanted and replaced with new one thereby restoring effective therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.